Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. One unit of catalog number 048-91 (aquatherm heater 091) was received for analysis. A visual exam was performed and it was observed that the power cord was properly attached to the aquatherm unit. Functional testing was performed and the unit passed the tests; however, it was found that the unit did not heat. During the evaluation damage on the thermo fuse was detected, which is why the unit would not heat. Based on the investigation performed, the reported complaint of "power cord is coming out" could not be confirmed. Although the complaint reported by the customer was not confirmed, it was found that the unit would not heat.

Event description:
The customer alleges that the power cord is coming out during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the power cord is coming out during patient use. No patient injury reported.